Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that an empty cartridge alarm occurred while the cartridge was not empty. No additional information was provided. There was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.